Manufacturer narrative:
Phillips is in the process of obtaining more information concerning this event and this complaint is still under investigation. Initial analysis supports that there was no malfunction. A supplemental report will be submitted when the investigation is completed.

Event description:
A leads off alarm was not heard by staff. The patient was found deceased.